Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The atrial lead exhibited noise causing inappropriate mode switch episodes. The device was reprogrammed and the patient would be monitored.